Event description:
It was reported that during a procedure to treat a de novo, concentric lesion in the mid left anterior descending artery with mild tortuosity, moderate calcification and 90% stenosis, a 3.5x8 mm nc trek dilatation catheter was advanced without resistance for post-dilatation. However, the balloon ruptured during the first inflation at 15 atmospheres. Reportedly, the balloon was soaked prior to use and prepared outside of the patient anatomy. The dilatation catheter was withdrawn from the patient anatomy without resistance and replaced with a non-abbott balloon catheter for post-dilatation. The procedure was then complete. There was no adverse patient effect and no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion; guide catheter: launcher 7f spb3.5; stent: xience alpine 3.0x23mm. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for balloon rupture reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.